Manufacturer narrative:
Remains implanted.

Event description:
It was reported that the rod slipped out of rod to rod connector post- operatively. There are no reported adverse consequences for the patient. At this time, there are no plans to revise the patient.

Event description:
It was reported that the rod slipped out of rod to rod connector post-operatively. There are no reported adverse consequences for the patient. At this time, there are no plans to revise the patient.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The xia instructions for use (IFU) states: the size and shape of the bone structures determine the size, shape and type of the implants. Once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Bending, disassembly or fracture of any or all implant components. Fatigue fracture of spinal fixation devices, including screws and rods, has occurred. Delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. Loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis, or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. As the devices were not returned, a definite root cause cannot be determined. Possible root causes include overtightening of the connector blockers, undertightening of the connector blockers, insufficient rod length, and/or patient non fusion.

Manufacturer narrative:
Correction to d.1.: updated from unknown_spine_product to xia rod to rod clamp - axial. Correction to d.4.: updated from unk_spn to 03805002. Correction to gtin: updated from unk to (B)(4). Correction to g.1.: updated from stryker spine- france to stryker spine- switzerland. Correction to g.5.: updated from k142381 to k060361.

Event description:
It was reported that the rod slipped out of rod to rod connector post-operatively. There are no reported adverse consequences for the patient. At this time, there are no plans to revise the patient.